Event description:
It was reported that a patient could not feel a stimulation sensation. The patient could not recall when they lost stimulation. It was stated that the patient last recharged the implantable neurostimulator (ins) a month ago. The patient was unable to use the programmer to communicate with the ins. It was noted that there were new batteries in the programmer. It was reported that the patient was seeing a question mark on the screen of the programmer. One day later it was reported that the #8 electrode was showing an impedance value of over 10,000 ohms. All other electrodes were "normal" with impedance values between 800-900 ohms. It was reported that the patient was getting "good" stimulation and could feel stimulation. The patient was not programmed on electrode #8. The reason for #8 being open was unknown. Further information has been requested. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 399945, lot # v028473, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).